Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial# and primary UDI#) and h4. Evaluation results: the device was not returned to zoll for evaluation. The clinical logs were also not provided for evaluation. The multifunction cable was returned to zoll for evaluation. The customer's report was not duplicated. The multifunction cable passed functional testing and manipulation testing without duplicating the customer's report. The multifunction cable was replaced and scrapped after testing. No trend is associated with reports of this type.